Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced safety shield failure/shield breaking off from needle during use. The following information was provided by the initial reporter: after sampling lab nurse was shutting the safety when it came out. It was near that she did not get nsi (needle stick injury). Pink safety shield came out of holder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced safety shield failure/shield breaking off from needle during use. The following information was provided by the initial reporter: after sampling lab nurse was shutting the safety when it came out. It was near that she didn't get nsi (needle stick injury). Pink safety shield came out of holder.